Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, including a documented blood glucose value of 48 mg/dl, and attributed increased lows to recent weight loss; education on not pre-treating lows was reinforced, and the user inquired about alternatives to a factory reset, including changes to target ranges, and was transferred to a clinical line. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education through customer support. Investigation of this case revealed an unclear cause, with no device alarms reported and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.